Event description:
A malfunction was reported by the caller regarding the pump, displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.